Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's wife reported that 10 months earlier the patient experienced a few syncopal episodes and went to the emergency room. The patient's wife also noted that a revision procedure was performed at that time due to a possible connection issue between another manufacturer's right atrial (ra) lead and the pacemaker. At the procedure the lead was taken out of service and replaced. The pacemaker remained in service and no additional adverse patient effects were reported. The field representative stated at the time of the procedure, he was under the understanding that the other manufacturer's lead had exhibited high threshold measurements and was unaware of the concern over a connection issue. No additional adverse patient effects were reported.